Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have a depleted battery. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventive maintenance. This is an ancillary service event. Visual inspection, power on self-test, battery testing and a review of the alarm log was performed. During battery testing the battery was found to be depleted; the cause of this was unknown. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a follow-up MDR will be submitted.